Event description:
It was reported that during evaluation of the device, it was determined that the vapr s90 4.0mm w/integr hdp device had a melted manifold and foreign substance/debris/cleaning. It was reported initially that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The active tip shows activation marks. The cable and connector are in good condition. The device was connected to a test generator. When activated output shorted was displayed. The device will be sent to the manufacturer for further review. Manufacturing investigation result for vapr s90 4.0mm w/integr hdp -ea: the device was received in its original packaging. Tip is used significantly, tissue debris inside the active tip. Burnt manifold. Handle assembly condition is used, no misuse. Cable and plug assembly condition is used, procedural residue visible in suction tube. Electrical checks: the device failed the hipot active return parameter. Functional checks: the device failed the flow rate test before and post activation. The device failed the footswitch activation on ablation and coagulation. Based on the evidence of the damaged section of the lower manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. This issue has been escalated to a CAPA. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contribute to the complained device issue. Based on the investigation findings, the potential cause for the burnt cautery tip is traced to device design. The potential cause for the suction failure is traced to procedural variables, such handling of the device or product interaction during procedure; as per the instructions for use; do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. Depuy synthes will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformance was identified.